Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 250 units of insulin during the load sequence. Additionally, it was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Customer¿s blood glucose level was 190 mg/dl. Customer reverted to an alternate method of insulin therapy.